Manufacturer narrative:
The production identifier of lot number was not available from the consumer. The consumer did not have the package. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon opening an unspecified number of tampons for use, the string was missing. She did not use the tampons.